Event description:
Vague report of a pump coming down from a ward and reported to have a failure. Biomed reviewed the event history and found failure code 533:320:717:0000. This failure code will result in an audible and visual alarm and stop all channels in use. No pt injury or compromise reported.